Event description:
It was reported that the t:slim x2 pump battery was not charging, and the customer received a power source alert. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to plug the wall adapter into a known working outlet and wait at least 30 minutes to see if the pump would begin charging. The customer declined further follow-up from technical support.